Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, within a surgical valve, on the se cond deployment attempt, the valve was deployed. The delivery catheter system (dcs) was removed from the patient, and it was noted that the capsule was frayed and buckled. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the full length of the capsule. A detachment on a portion of flare section of the capsule frame was observed. The inner member shaft and spindle hub was intact with no evidence of damage. There was damage observed on the threading of the screw gear. The reported event for a buckle could not be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle and tip-retrieval mechanism were intact. The device was received with the capsule partially opened and the end cap/screw gear snap fit connected. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. Delamination was observed over the full length of the capsule. There was significant deformation to the distal end of the capsule. There were five nitinol protrusions visible on the distal end of the capsule. Three of these protrusions appear to have been pulled distally, causing a section of the capsule outer layer to lift, leaving a wide tear in the capsule. One protrusion was a deformed nitinol crown visible at the site of capsule deformation. One protrusion was visible adjacent to the capsule outer layer tear. There was a slight kink to the distal end of the inner member shaft. There was damage observed on the threading of the screw gear. Conclusion: procedural images were provided for review and the images confirm one recapture attempt and then a second deployment to 80%. In the left anterior oblique (lao) view (lao 27° caudal 10°), the bend in the transcatheter aortic valve frame at the waist level can be seen. The valve was then released. As the delivery catheter system was being retracted into the descending aorta, fraying/buckling of the capsule flare portion of the delivery catheter system can be seen. The subject delivery catheter system (dcs) was returned to medtronic for analysis. The device was received with the capsule partially opened. A kink was observed in the inner member shaft; however, the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. Delamination was observed over the full length of the capsule. Delamination typically occurs when the capsule is subjected to a bending force. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. There was significant deformation to the distal end of the capsule. There were five nitinol protrusions visible on the distal end of the capsule. Three of these protrusions appear to have been pulled distally and have caused a section of the capsule outer layer to lift, leaving a wide tear in the capsule. One protrusion was a deformed nitinol crown visible at the site of capsule deformation. One protrusion was visible adjacent to the capsule outer layer tear. There was no other damage noted to the remainder of the device. The reported events for a buckle and positioning difficulties could not be confirmed in the analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Analysis of the returned device confirmed significant damage to the capsule with nitinol protrusions visible. Procedural images confirmed that as the dcs was being retracted into the descending aorta, fraying/buckling of the capsule flare portion of the delivery catheter system was visible. It seems most likely that the dcs inadvertently caught on the previously implanted surgical valve, and this resulted in the damage that was evident to the capsule, however, this cannot be conclusively confirmed. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Updated: h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.